Manufacturer narrative:
During a phone call, the fse (field service engineer) spoke with customer regarding rainbow glare. No other reports over the last 13 months. Customer will monitor the situation and at this time customer is satisfied with the laser as it is. No service work performed on this call. According to clinical support, rainbow glare effect is a general side effect that is mentioned in company manuals. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported a patient with rainbow glare post lasik. Additional information has been requested. There are two related reports. This report addresses the unknown patient and another manufacturer report will be filed for the other patient.